Manufacturer narrative:
(B)(4).

Event description:
It was reported patient slipped on oil, fell and was completely knocked out. Now feeling bumpy tissue over her battery, under her skin. She also felt pressure at the implantable neurostimulator (ins) and both started (B)(6), 2010. Pending surgery scheduled for (B)(6) 2011 to reposition the device due to weight loss. The patient's status was undetermined at the time of ths report. Additional information has been requested, but was not available as of the date of this report.